Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Additionally, the conductor wire insulation was retracted and resulted in exposed bare wire. The conductor wire was not broken, and the instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the steel wire was snapped on the fenestrated bipolar forceps instrument. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was unknown if there was arcing observed during the prior procedure. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.